Event description:
It was reported that the luer on a stopcock was damaged, after 2 days of patient use. The damage was reported to be a crack, which resulted in a small amount of blood loss. There was no report of adverse event associated with this event. No additional information is available. This is report 3 of 3 for this event.

Manufacturer narrative:
(B)(4). If additional relevant information becomes available, a follow up report will be submitted. This is the same patient as (B)(4).

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. One device was received for evaluation. The device was visually inspected and the reported condition could not be confirmed. There were no nonconformities noted on this sample. Should additional relevant information become available, a supplemental report will be submitted.